Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, eccentric, 99% stenosed, de novo, right coronary artery (rca), after predilatation with a non-abbott balloon catheter, the 2.5 x 28 mm xience v stent delivery system (sds) was advanced without resistance but could not cross the lesion. Although there was some resistance noted during removal with the guide catheter, the sds was removed without incident. After removal, it was noted that the stent strut was flared. A second xience v sds was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the no cross was reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough; guide cath: taiga. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the reported device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.